Event description:
It was reported that the patient presented remotely via merlin.net with episodes of non-sustained right ventricular oversensing. Far p-waves were oversensed on the right ventricular sense amp channel. No programming changes were made. The patient was sent home in stable condition and will continue to be monitored normally.